Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent moved on the balloon. Vascular access was obtained via a brachial approach. The target lesion was located in the calcified and moderately tortuous external iliac artery (eia). During insertion of a 7.0x20x135 cm express ld vascular stent delivery system (sds) into a 6fr non bsc sheath, the stent moved on the balloon. The procedure was completed with another express ld sds. No patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).